Event description:
It was reported that the customer was vacationing in (B)(6) and had gotten the pump wet when he jumped into a pool while wearing the pump. Customer forgot that he had it on. Customer's blood glucose level went up to 345 mg/dl after the pump got wet. Customer gave a correction but the pump stopped working when he got a low battery and he changed the battery. Customer stated that the pump went blank immediately after the pump was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Call was disconnected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.